Manufacturer narrative:
Model nm-3138-55, serial number (B)(6): visual inspection of the returned lead extension revealed that a small portion of the associated lead proximal array was stuck in the lead extension. It appears that the setscrew of the associated lead extension was locked down on contact number eight of the lead, and it resulted in the inability to remove the lead from the lead extension header. Once the stuck portion of the associated lead was removed, the lead extension passed all the required tests, and exhibited normal characteristics. A known good lead was inserted and removed from the lead extension connector without any difficulty. Dbs lead, model and serial number unknown: a portion of the cut lead was returned. Visual inspection revealed that a small portion of the proximal array was stuck in the associated lead extension. It appears that the setscrew of the associated lead extension was locked down on contact number eight of the lead and resulted in the inability to remove the lead from the lead extension header. The contact was deformed, and it caused the reported complaint. Only contacts one to seven were left in the associated lead extension.

Event description:
It was reported that the patient was implanted with one deep brain stimulator (dbs) lead, and a second dbs lead was implanted in another procedure a few weeks later. During tunneling of the second lead, the first lead was moved and required revision. The surgeon proceeded to replace the first dbs lead, but could not disconnect it from the lead extension, despite unscrewing the screw in port d of implantable pulse generator (ipg). To end the procedure, the surgeon decided to cut the old lead with the proximal end still inside the lead extension which malfunctioned and exchange the lead extension at a later date. The patient underwent a revision procedure in which the malfunctioned lead extension was explanted, and a new lead extension was implanted and connected to the lead and the ipg without issues. The malfunctioned lead extension and the proximal end of the lead will be returned.

Manufacturer narrative:
Product family: dbs-linear leads, upn: unk-p-dbs-linear_leads, model: unknown, serial: unknown, batch: unknown.

Event description:
It was reported that the patient was implanted with one deep brain stimulator (dbs) lead, and a second dbs lead was implanted in another procedure a few weeks later. During tunneling of the second lead, the first lead was moved and required revision. The surgeon proceeded to replace the first dbs lead, but could not disconnect it from the lead extension, despite unscrewing the screw in port d of implantable pulse generator (ipg). To end the procedure, the surgeon decided to cut the old lead with the proximal end still inside the lead extension which malfunctioned and exchange the lead extension at a later date. The patient underwent a revision procedure in which the malfunctioned lead extension was explanted, and a new lead extension was implanted and connected to the lead and the ipg without issues. The malfunctioned lead extension and the proximal end of the lead will be returned.